Manufacturer narrative:
Two photos were taken by the customer that verify the customer complaint. A notification was sent to the supplier. The supplier of the syringes has been notified and a case has been created to address the issue. The supplier also handles the device history record review for this product.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd monoject syringe barrel had foreign matter. The following information was received by the initial reporter with the following verbatim. It was reported by customer that during compounding and inspection, labeling and packaging two syringes observed with a hair inside the barrel trapped at black rubber ridge.